Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was 681 mg/dl. Caller stated that the customer's infusion set cannula was bent when it was removed. Caller stated that the customer had nausea pain and can not breathe prior to hospitalization. Nothing further was reported.